Event description:
On (B)(6) 2021, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021 during a tubing replacement due to previously reported multiple stoma site infections, the patient was found to have unspecified lesions. The patient underwent robotic gastrectomy and a drain tube was placed for potential reinsertion of tubing. Approximately (B)(6) 2022, the patient experienced a blister at the stoma site, which "popped" and had pus. At the time of report, the patient did not receive new tubing and duodopa therapy was on hold.

Manufacturer narrative:
Reference record (B)(4). It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. Gastric lesions are known complications of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.